Event description:
A moderate to large atrial septal defect (asd) with a small aortic rim was balloon-sized to 27mm, 28mm and 29mm by toe and stopflow. A 28mm amplatzer septal occluder (aso) was difficult to deploy and pulled through each time depending on the angle of deployment. A 32mm aso was deployed successfully on the second attempt and looked good and all rims were fine. A gentle push and pull was performed and the released aso looked good. During the final check as the probe was being pulled out the aso was seen coming away at inlet part (tricuspid valve/mitral valve) and embolized to the left ventricle. The patient is okay and went to surgery where the aso was removed and the asd was closed.

Manufacturer narrative:
The 32mm aso was received at sjm and decontaminated. The aso was grossly and microscopically examined and no anomalies were found. The aso met dimensional specifications when measured with a calibrated caliper. The aso was loaded into a test 10f loader and deployed and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.